Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user informed station was stuck on blue screen. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication application for roughly before it logged them out. A field service engineer made multiple attempts to repair the station, including updating the credential manager and remote support service, verifying settings, reseating the all-in-one (aio), and checking for sleep mode issues, but nothing resolved the problem. The station was re-imaged, windows server update services and essential security against evolving threats were configured, and monitoring was performed after the field service engineer left the site. Essential security against evolving threats was updated, and the station no longer logged off automatically. The customer was able to access medications without issues, and all tests were successful. The system functioned as intended after the field service engineer repaired the device.